Manufacturer narrative:
(B)(4). Concomitant product(s): a 163145 608560 28mm dia ti mod hd ion std nk. A 103507 564860 ti acet screw 5.0x40mm. A 103511 655230 ti acet screw 6.5 x 25mm. A 103507 635090 ti acet screw 5.0x40mm. A 103512 546610 ti acet screw 6.5 x 30mm. A 103554 664250 univ hexlc shl 54mm b. A 162313 582950 bi-metric pc 13x145mm t1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06197.

Event description:
It was reported patient¿s hip was revised approximately 29 year post-implantation due to instability dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001825034-2017-03388.